Manufacturer narrative:
Investigation summary: major bleed/ hematoma: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot: 1939795. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support experienced access site complications, including hematoma formation and oozing around the repositioning sheath. A femstop device was applied superior to the arteriotomy/veinotomy and inflated to 60 mmhg to achieve hemostasis. Patient support was escalated to impella 5.5.